Event description:
Reporter stated the infusion device displayed an e8 power interrupt error after the battery was changed, and the error message could not be cleared by pressing the check button. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up button is damaged and restricted handling of the pump is a possible implication. As a result, moisture may enter the pump and damage the electronics of the pump. The up button is permanently active due to an external mechanic damage. Due to this, the other buttons do not respond to commands.